Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: there was foreign objects in the rubber of the distal end. The customer further reported the device was cleaned, disinfected, and sterilized before being returned to olympus. There was no knowledge of foreign material on the scope. There was no delay in pre-cleaning, no abnormalities in the accessories used to reprocess the scope. The customer confirmed the distal end of the scope was wiped/brushed with clean lint-free cloths, brushes, or sponges. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: the root cause was unidentified and the foreign material was unidentified. The event can be detected and prevented by following the instructions for use which state: chapter 5 safety about cleaning, disinfection and sterilization, chapter 6 application and condition for cleaning, disinfection and sterilization, chapter 7 cleaning. Disinfection and sterilization procedure. In addition, the following non-reportable malfunctions were found during the device evaluation: insufficient angle return angle, insufficient bending angle, the insertion tube collapsed and is wrinkled, the universal code is scratched, the light guide connector and adapter are scratched, the operation unit, operation unit cover, grip, angulation level, up down plate, nigiri cover and oredome nut are all scratched. The eyepiece is scratched, the fixed ring is scratched, there was cloudy vision, the image guide bundle is peeling, the light guide and image guide bundles are broken, there is a dark field of view and there was poor water tightness at curved part. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the rhino-laryngo fiberscope had the curved part of the tip has peeled off and the image is viewed in a different direction when viewed at a 90 degree angle. There were no reports of patient harm. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: there were foreign objects in the rubber of the distal end. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.